Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that after a battery change the insulin pump kept alarming battery out limit, which could not be cleared due to unresponsive buttons. The customer's blood glucose was 141 mg/dl. The customer was advised to remove and reinsert the battery, but the anomaly persisted. The customer stated that they went fishing and were in a very bad rainstorm. The discontinuation of the device was advised. Nothing further was reported.